Event description:
It was reported that the right ventricular (rv) lead appeared to be dislodged. The rv lead was not sensing and there was loss of capture, so the patient was scheduled for a lead revision. The lead revision was performed with no patient complications. The device and leads remain in service. No additional adverse patient effects were reported.